Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. This file was reviewed by a cross functional team during the weekly ae review and it was determined that the migration of the linx device was due to the recurrent hernia. Thus the device migrated not due to a product failure but possibly due to a surgical technique error. This file is now USA FDA not reportable.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. Investigation summary: a washer was noted to be disconnected from a bead case and weld tracks are visible on both the washer and bead case. These findings suggest that the washer was pulled out of the bead case due to external forces applied during an explant procedure. The remaining device characteristics, excepting the issues called out above, show no anomalies for a device that has been reasonably changed as part of the explant procedure and tooling marks noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device at the ge junction at the time of explant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was explanted due to recurrent symptoms. Egd and ph study in (B)(6) 2023 with high demeester score, CT esophagram showing linx above diaphragm suggestive of recurrent hiatal hernia.